Manufacturer narrative:
A medtronic representative went to the site to test the imaging equipment on (B)(4) 2015. The representative noted that there was a frame rate error message and therefore replaced the umbilical cable. After replacement, the imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the umbilical cable on (B)(4) 2015 confirmed the reported problem "frame rate error." The umbilical failed the gbit portion of the bench test, 100t passes as well as continuity testing. The gbit failure indicates a communication error. The hardware investigation found that the reported event was related to an electrical issue due to gbit failure, blue cat 5 being faulty. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A registered nurse reported that during a spinal fusion procedure the imaging system would appear to be connected normally, but when the radiologic technologist (rt) would take localizing images, it would take a long time to transfer and then when grainy images did transfer, the mobile view station (mvs) would prompt him to reboot and reconnect the umbilical cable. The rt did reboot and reconnect the cable a few times with no change to error message. Their other imaging system was brought into the room to complete the case. Delay in therapy was about 7 minutes. There was no impact on patient outcome. The field service engineer was notified and a system checkout was requested.